Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a cp pump for support of a patient admitted post CABG (coronary artery bypass grafting). The patient was additionally supported by ECMO (extracorporeal membrane oxygenation ). The pump had low flows and was unable to troubleshoot and so the pump was explanted and replaced. No lasting harm or injury and the patient is now on a 5.5 pump.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella and the data logs were returned for evaluation. Visual inspection of the pump found not issues. The failure mode could not be reproduced as the pump ran without issue under bench test. Data logs were reviewed and confirmed the low flow when the pump started and remained the rest of the case that triggered auto suction response and suction alarms. The root cause of low flow was most likely due to patient condition as no problem was found on the pump. Added d8: device return date.